Event description:
A 52 year old female ra pt was diagnosed with a stroke (cerebrovascular accident), that occurred about 7 hrs after completion of her 10th prosorba column treatment. She rec'd antithrombolytics and is being treated in a stroke rehabilitation unit.

Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba might suggest a contributory relationship.